Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was verified during leak and clamp function testing. The cause of the event was determined to be a broken occluder foot. An assignable cause of the broken occlude foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had fluid leaking with twist clamp closed completely. The patient had their transfer set changed the day of the incident. The leak was noted after the patient went home. Five days later, the patient's transfer set was changed to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.